Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/21/16 & 2/5/16 medical records received. Medical records reported patient slipped getting out of shower and twisted leg with extreme pain and unable to ambulate. Bone scan reported no fracture, infection or loosening, but the revision surgical report dated (B)(6) 2014 reported a complete fracture at the junciton between the diaphysial segment and the proximal femoral replacement body. There was no primary surgical operative note within medical records reviewed at this time. Medical records contained several pages with page titles but blank other than the title. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 8, 2016.

Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: the devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Patient x-rays were reviewed and the radiographs suggest the distal femoral stem is positioned in varus. There were no radiographs showing the reported fractured sleeve. There was no evidence of implant fracture or implant disassociation. The investigation could not confirm the reported event or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/3/2016, 3/7/2016, 3/8/2016 medical records received. Medical records reviewed that included (B)(4) pages of physical therapy and (B)(4) pages of billing. There is no new additional information that would affect the existing investigation. Update 3/23/2016 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2016. Reported product code (B)(4) was included in a field action. CAPA-(B)(4). The complaint was updated on: (B)(6) 2016. Update 4/19/2016- x-rays review has been completed. Upon review, stem malpositioning has been identified. The stem has now been reported. Update 4/19/16 medical records received. Medical records reviewed for MDR reportability. Medical records are for right hip revision dated (B)(6) 2009 which is doi for this com. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Litigation alleges the sleeve junction snapped, throwing the patient to the ground and leaving her unable to walk and in intense pain.

Event description:
Patient was revised because of breakage between the diaphyseal sleeve and the sleeve base.

Manufacturer narrative:
Update - x-rays received review of the provided x-ray images confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.